Manufacturer narrative:
Detailed product information was not provided to bsc. Information provided indicated that the batch/lot number was unavailable and that the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrioventricular (av) node ablation procedure, a stablepoint catheter was selected for use. During the procedure, the wattage was increased to 50 and shortly after, there was an audible steam pop. No additional catheters were being used simultaneously at the time of the steam pop. The force feature was not utilized during the procedure. The flow rate was observed at 30ml. No leakage was observed on the irrigation system. The voltage was set at 40w for the first few ablation deliveries, then was stopped and increased to 50w before delivering again. A notable impedance change was not observed during ablation; however, an increase in impedance was observed after the steam pop. The physician believed that the suspected cause of the steam pop was due to the high wattage, as it related to staying in the same spot for a while. No damage was observed on the catheter. The original device was used to complete the procedure successfully with no patient complications.